Manufacturer narrative:
The suspect medical device was announced to be returned to the manufacturer but did not arrive yet. The patient's outcome cannot be conclusively determined at this time. Presumably the anesthesia of the patient was not sufficient, causing severe pain as the diathermy was being used. This would represent an abnormal/off-label use which cannot be routed to the suspect medical device. Once the suspect medical device was returned to the manufacturer and the investigation outcome shows other results than mentioned above (e.g. Malfunction), this report will be followed up. This report is being submitted as a medical device report in abundance of caution.

Event description:
Patient was undergoing colonoscopy which involved having multiple small polyps removed. The diathermy was used by the doctor during the polyp removal. This was pain free apart from one area which the patient described as under his rib. He felt a severe pain as the diathermy was being used. This was so bad that it caused the patient to jump and call out.